Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a mirage guidewire had broken intra-operatively. It was reported that during the treatment of an arteriovenous fistula, the mirage guidewire was used to advance the apollo microcatheter. After passing through several curves, it was found that the previous section of the guidewire had broken. Therefore, both the microcatheter and the micro-guidewire were withdrawn together from the intermediate catheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. The statement "previous section of the guidewire had broken" refers to a break approximately 10 cm from the tip of the guidewire. The intermediate catheter used was not a medtronic product, but rather an intermediate catheter from ton-bridge. There were no issues with the apollo microcatheter or the intermediate catheter, and the procedure was completed successfully after replacing the guidewire with a mirage guidewire. The lesion was characterized as a distal arteriovenous fistula of the left middle cerebral artery, with moderate vessel tortuosity.